Manufacturer narrative:
The insulin pump was received with critical pump error and pump error alarm was present in the long trace file due to corrosion on all electronic assemblies. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The insulin pump was received cracked case on battery tube area and cracked battery tube threads. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, severely stained serial number label, peeling end cap address label, missing retainer, missing reservoir tube o-ring, severe corrosion in battery tube, slight corrosion on force sensor and moisture damage on motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a long crack on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.